Event description:
As reported: "patient had in reunion reverse implants. Patient fell and dislocated. The attending surgeon thought glenosphere was not all the way seated". Rep confirmed revision was performed by indicating that the hospital disposed of the implants.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be patient related. The failure was caused by the fall of the patient. The implant is not supposed to withstand this kind of peak loads. It is clearly stated in the IFU that : "surgeons should instruct patients about the limitations of the prosthesis, including, but not limited to, the impact of excessive loading through patient weight or activity, and be taught to govern their activities accordingly. If the patient is involved in an occupation or activity which includes substantial walking, running, lifting, or muscle strain, the resultant forces can cause failure of the fixation, the device, or both. The prosthesis will not restore function to the level expected with normal healthy bone, and the patient should not have unrealistic functional expectations" as well as: "the patient should be warned that the device cannot and will not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged, particularly as a result of strenuous activity or trauma, and that the device has a finite expected service life and may need to be replaced in the future." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "patient had in reunion reverse implants. Patient fell and dislocated. The attending surgeon thought glenosphere was not all the way seated". Rep confirmed revision was performed by indicating that the hospital disposed of the implants.